Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 32 mg/dl. Suspected cause was due to the customer¿s carbohydrate ratio and correction factor requiring adjustments. Reportedly, customer required assistance from paramedics by providing juice and d-10 to address bg level. Customer updated the carbohydrate ratio and correction factor setting to address the event.